Event description:
This lead was explanted and replaced due to loss of capture and loss of sensing. There were no adverse pt effects reported. If additional info becomes available, this event will be update.